Event description:
It was reported that the while attempting to place patient on arctic sun cooling system. Staff went through 3 sets of medium pads, but pads were faulty. First failure was pump machine indicating flow error, specifically no water was flowing through pads. Second failure was pads had faulty/missing glue/sticky layer for attaching to skin. Third failure was set also had flow error message on machine. No injury was found. Per follow up information received via task on 11sep2025, customer confirmed address to receive a sample return kit. Lot ngq0139 was also confirmed as the affected lot number. There was no patient harm, but patient was impacted. Caregivers went through 4 sets until having a successful product. There was a delay in treatment.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while attempting to place patient on arctic sun cooling system. Staff went through 3 sets of medium pads, but pads were faulty. First failure was pump machine indicating flow error, specifically no water was flowing through pads. Second failure was pads had faulty/missing glue/sticky layer for attaching to skin. Third failure was set also had flow error message on machine. No injury was found.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the while attempting to place patient on arctic sun cooling system. Staff went through 3 sets of medium pads, but pads were faulty. First failure was pump machine indicating flow error, specifically no water was flowing through pads. Second failure was pads had faulty/missing glue/sticky layer for attaching to skin. Third failure was set also had flow error message on machine. No injury was found. Per follow up information received via task on 11sep2025, customer confirmed address to receive a sample return kit. Lot ngq0139 was also confirmed as the affected lot number. There was no patient harm, but patient was impacted. Caregivers went through 4 sets until having a successful product. There was a delay in treatment.